Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a day, a pico device was noted not to be vacuuming and the orange light was on. The dressing was changed to a second pico and the patient was discharged.